Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1 (05/11/2011)- device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. Therefore, the complaint is confirmed. The meter and test strip vial were tested and no faults were found. The retain strips were also tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurately high compared to the patient's feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient's wife on (B)(6) 2011 and obtained the following information: the patient tests his blood glucose four to six times a day and manages his diabetes with insulin (via insulin pump). The patient's wife indicated the patient's usual blood glucose range is between "120-130mg/dl". The patient's wife corrected and clarified the alleged issue began in the evening before going to bed on (B)(6) 2011. The patient reportedly obtained a blood glucose reading "219mg/dl" with the subject meter (a reading the patient's wife considered high), the patient administer 3 units of humalog as self-treatment, and then went to bed. Sometime between 1-3am on (B)(6) 2011, the patient woke up feeling sweaty. According to the patient's wife, the patient tested his blood glucose with the subject meter and obtained a reading of "216mg/dl'. The patient's wife stated she had the patient retest his blood glucose (using the subject meter) with a new vial of test strips and the patient obtained a result of "64mg/dl". The patient's wife corrected and clarified she administered treatment by giving the patient orange juice and crackers. Approximately 45 minutes to an hour later the patient reportedly felt better and obtained a reading of "122mg/dl" (using the new vial of test strips) with the subject meter. At the time of troubleshooting, the customer service representative verified that the subject meter was set to the correct unit of measurement and code number. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.